Manufacturer narrative:
Other, other text: returned device was received in good physical condition. During the evaluation of the device, the regulated air pressure was found to have no leaks and be accurately measuring the pressure. No fault found with the returned device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer fell below the desired 280-300 mmhg of pressure. There was no patient present. There were no reported adverse events.